Event description:
It was reported that the patient had an artificial urinary sphincter implanted in 2011. The patient experienced recurring incontinence (B)(6) 2019, therefore surgeon suspected a device malfunction and possible leak. The artificial urinary sphincter was explanted. The device was still functioning and there was no fluid loss, but the patient had urethral atrophy which is what caused the recurring incontinence. A new artificial urinary sphincter was implanted. The surgery was successful, the patient fully recovered and was in good condition.